Event description:
Rptr has mammary prostheses. She has been having a positive ana reading for 4 yrs. She developed arthritis and muscular soreness. Her rheumatologist says he has many pts with breast implants who have the same symptoms. Her implants have a foam covering. Her mammogram is normal. She is 40-yrs-old and has always been healthy until 1990 when she started really feeling bad and fatigued. The encapsulation on the left breast is very noticeable and a bubble has developed on the left breast.